Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display immediately after battery insertion. Unable to perform sleep current measurement, active current measurement, and self test due to blank display. Unable to download or review the pump memory for failed batt/power/battery related alarms due to blank display. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on all electronic assemblies during visual inspection. The following were noted during visual inspection: cracked retainer knit line, cracked reservoir tube lip, minor scratched lcd window, pillowing keypad overlay, cracked keypad overlay button (select), cracked case at belt clip rail corner, cracked battery tube threads, stained serial number label, slightly faded serial number-end cap address label, and scratched case. Blank display was confirmed during analysis due to severe corrosion on all electronic assemblies. Cracks on the back of the pump confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was submerged with water. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that pump had a cracks. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the pump was returned for analysis.